Event description:
It was reported by service report that the scale was not accurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results and conclusions: the bed was found to be fully functional. A stryker field service technician visually and functionally performed tests, and confirmed that the scale met and performed to specification.